Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in the left anterior descending artery. A nc quantum apex mr 12mm x 2.75mm balloon catheter ruptured at 10 atm on initial inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).